Manufacturer narrative:
(B)(4). The device, although expected, has not yet been received by the manufacturer. (B)(4).

Event description:
A trupath biopsy needle was used during a prostate biopsy procedure on (B)(6) 2008. (Age and weight of patient is not known). According to the complainant, the device misfired while attempting to place the sample in the solution. It was reported that a second, same type device, was used to complete the procedure. There were no patient complications reported as a result of this event.